Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was difficult to rewind and battery life was not lasting as long. Customer's blood glucose value was unknown. Customer also got unexplained alerts. Customer declined to troubleshot. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and rewind test, passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit, failed battery test, aa07 alarms or rewind anomaly noted during testing.